Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and 4 tubes contained gel air bubbles. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. No trend has been identified; further action at this time is not indicated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that there was air bubble in the tube. No impact reported.